Event description:
It was reported that device damage upon recapture occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a watchman closure device and delivery system (wds) were advanced. The wds was deployed and partially recaptured when it was observed that the was had kinked. A new was was utilized to complete the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman access system was analyzed, and the event of sheath kink was confirmed. Analysis consisted of visual and microscopic examination of the hub, sheath, and tip of the watchman access system, which revealed a kink in the sheath from 27.5cm-28.5cm proximal of the tip. The dilator was kinked in the same location. The observed damage was attributed to procedural factors, such as forces put upon the device during insertion, advancing, and manipulation, as the most likely cause of the damage.

Event description:
It was reported that device damage upon recapture occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a watchman closure device and delivery system (wds) were advanced. The wds was deployed and partially recaptured when it was observed that the was had kinked. A new was utilized to complete the procedure.